Manufacturer narrative:
.

Event description:
It was reported that the patient presented to the hospital experiencing nausea and vomiting for an unrelated to the device function. Upon attempting to interrogate the device, the device exhibited backup vvi operation. Attempts to download the device software were unsuccessful. The device was explanted.